Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed elevated bg with a manual injection.